Manufacturer narrative:
On april 16, 2021, mentor received additional information indicating that the patient also developed left breast capsular contracture (baker grade ii), post-procedure. In addition, the patient initially experienced breast pain, which led to the examination and discovery of the reported left breast implant rupture. Lastly, the patient was also diagnosed with bilateral breast ptosis during the revision surgery on (B)(6) 2021. The replacement devices were the following: (left) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 7696452 sn: (B)(6) and (right) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 7476086 sn: (B)(6). Complications on the right breast/implant will be reported under mrn: 1645337-2021-04463 on april 19, 2021, the device's photo investigation summary was updated with the following statement: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 23, 2021, mentor received additional information indicating that the correct suspect medical device was a 425cc mentor memorygel breast implant (catalog: 3504254bc lot: 6785390 sn: (B)(6)). Mentor also became aware that the suspect medical device has been discarded. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. An analysis of the suspect medical device's photo has been completed on april 6, 2021. Device investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, since it was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 425cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. The rupture was diagnosed via an ultrasound. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.